Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed, and was determined to be use related. One 5 fr dual-lumen powerpicc solo catheter was returned for evaluation. An initial visual observation of the returned catheter revealed some biological residue on the sample. A functional test of flushing the catheter with water using a 12 ml syringe was performed. A spraying leak was observed from the extension tube of the red lumen. A microscopic observation of the extension leg tubing revealed a small split with uneven, but distinct edges. The fracture surfaces were observed to be uneven and rough. The shape, size, and location of the damage suggest the tubing was likely damaged due to contact with a hard and/or metallic instrument. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported leaking PICC leg. Overline exchange after affected leaking PICC noticed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.